Manufacturer narrative:
(B)(4).

Event description:
It was reported "as [the physician] was working to remove the iab via cut down and open procedure, blood specks were noted in the tubing all the way back to the pump. [The physician] commented that there was a lot of blood on the inside of the iab. Discussions were made regarding the pump's likely contamination. The pump had been swapped yesterday due to a drain failure alarm. The bottle on pump one was then checked (today) and blood was noted in the condensation bottle. It was then reported that the nurses had told the surgeon of the blood in the driveline and that it had been present for "days". It was unclear how many days and when it was first noted". Patient condition reported as "fine" post surgery. Associated MDR 3010532612-2022-00361.

Event description:
It was reported "as [the physician] was working to remove the iab via cut down and open procedure, blood specks were noted in the tubing all the way back to the pump. [The physician] commented that there was a lot of blood on the inside of the iab. Discussions were made regarding the pump's likely contamination. The pump had been swapped yesterday due to a drain failure alarm. The bottle on pump one was then checked (today) and blood was noted in the condensation bottle. It was then reported that the nurses had told the surgeon of the blood in the driveline and that it had been present for "days". It was unclear how many days and when it was first noted". Patient condition reported as "fine" post surgery. Associated MDR 3010532612-2022-00361.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.